Manufacturer narrative:
Broken pivot point confirmed in the laboratory. Abbott standard procedure includes attempting to obtain all required info from the source.

Event description:
Cracked or broken pivot point.